Event description:
Procedure: low anterior resection. According to the reporter: the patient was of good condition of health before surgery, with no radiation therapy. The tumor was 15 cm from the rectum. The anastomosis was made at 11 cm. A low anterior resection of the rectum via laparoscopy with an end to end anastomosis after resection of rectal stump with a double application of duet was performed on (B)(6) 2012. Pneumatic and endoscopic testing was performed. The tissues involved in the anastomosis had a good blood supply and the procedure went smoothly. On (B)(6), the patient, due to critical conditions, was brought back to the operating room for a new surgical procedure. Severe sepsis was found and a partial dehiscence on the lateral anterior side of the anastomosis and on the linear staple line was noted. The second procedure was finalized with washing of abnormal cavity, demolition of the anastomosis, and colostomy. The patient died 2/3 hours after surgery. All product was discarded after use. A copy of the operative report was requested, but will not be made available to covidien. As of (B)(4) 2012, an autopsy has not been performed. Covidien has been informed, in the event that an autopsy is performed, that a copy of an autopsy report will not be made available.

Manufacturer narrative:
(B)(4).